Event description:
This spontaneous report was received on (B)(6) 2012 from a reporter concerning a female consumer (age unspecified) from the united states. On an unspecified date, the consumer started using the reach total care plus whitening toothbrush, for dental cleaning (route-dental, frequency, lot number and expiration date unspecified). After an unspecified duration, while brushing, the brush broke in half above the hole. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. No product was returned and no lot number was provided. Review of the data associated with this complaint category (reportable pqc) revealed no adverse trends. Based upon an acceptable document review, lack of a sample and no adverse trends a root cause cannot be determined for this complaint. If a sample is received, this case will be reopened and investigated accordingly. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a reporter concerning a female consumer (age unspecified) from the united states. On an unspecified date, the consumer started using the reach total care plus whitening toothbrush, for dental cleaning (route-dental, frequency, lot number and expiration date unspecified). After an unspecified duration, while brushing, the brush broke in half above the hole. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a reporter concerning a female consumer (age unspecified) from the united states. On an unspecified date, the consumer started using the reach total care plus whitening toothbrush, for dental cleaning (route-dental, frequency, lot number and expiration date unspecified). After an unspecified duration, while brushing, the brush broke in half above the hole. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. No product was returned and no lot number was provided. Review of the data associated with this complaint category (reportable pqc) revealed no adverse trends. Based upon an acceptable document review, lack of a sample and no adverse trends a root cause cannot be determined for this complaint. If a sample is received, this case will be reopened and investigated accordingly. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number was updated from unspecified to 17011sg s2. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 08-aug-2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012 from a reporter concerning a female consumer (age unspecified) from the united states. On an unspecified date, the consumer started using the reach total care plus whitening toothbrush, for dental cleaning (route-dental, frequency, lot number and expiration date unspecified). After an unspecified duration, while brushing, the brush broke in half above the hole. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. No product was returned and no lot number was provided. Review of the data associated with this complaint category (reportable pqc) revealed no adverse trends. Based upon an acceptable document review, lack of a sample and no adverse trends a root cause cannot be determined for this complaint. If a sample is received, this case will be reopened and investigated accordingly. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number was updated from unspecified to 17011sg s2. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. Device was returned and visually inspected. Device history review of the batch records for the toothbrush lot 17011sg s2 did not indicate any deviations in the manufacture of this lot. There were no manufacturing or facility atypical events, related product, process or facility changes deviations or non-conformances between (B)(6) 2010 and (B)(6) 2011. A retain sample was visually inspected and met all specifications. The returned toothbrush lot had been manufactured according to the specification. A review of the trending data revealed no adverse trends and no trend involving this lot number. A review of the trending data by product family revealed no adverse trends and no trend involving this lot number. Based on the information available, this device was used as intended for treatment. Although the sample received was broken, the defect was not due to a manufacturing occurrence. The break occurred due to high compression forces at the thinnest point on the handle. It was confirmed the returned toothbrush was manufactured according to specification. A change to the basic handle material has been validated in (B)(6) 2012 to improve flexibility. The disposition of this complaint was undetermined. Monitoring of complaints would continue. This report remains a reportable malfunction case in the united states.